Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and misaligned button contacts with contamination. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The up arrow, down arrow, and ok key contacts were also found to be misaligned and inverted. Unrelated to the issues, the pump was returned with a torn keypad cover that was peeling off. (B)(6).